Event description:
Caller reported an issue with the pump time being incorrect, unable to determine the reason for the discrepancy. There was no adverse impact to the customer¿s blood glucose level. Customer service assisted the caller in updating the pump time and advised monitoring the situation, with further follow-up suggested if the issue recurs.